Event description:
It was reported that the right ventricular (rv) lead had a high number of short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7288 implantable cardioverter defibrillator (B)(6) 2006; 5076-52 implantable pacing lead (B)(6) 2006; 5076-58 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.